Event description:
Spouse of home pt reported holes in minicap pouches. Spouse reports pt may have used minicaps, as the holes were noted after the box was opened. No pt injury or medical intervention reported.